Event description:
In 2007: diagnostic laparoscopy with extensive adhesiolysis and left ovarian cystectomy. Floseal applied to "large raw surfaces" and to bleeding area left pelvic sidewall beneath left ovary. 3rd complaint:on the event date: vaginal excision of fallopian tube prolapse and repair of vaginal cuff status post vaginal hysterectomy one month prior. Floseal applied.the following month: seen for nausea, vomiting and pelvic pain. CT scan showed large pelvic mass. Diagnostic laparoscopy with adhesiolysis, right salpingo-oophorectomy and appendectomy. Inflammatory mass involving right tub, right ovary and appendix. Some remnant of floseal present at the vaginal cuff and around left ovary and tube; removed with irrigation and forceps. Dead tissue also removed. Pathology findings included marked acute inflammation with marked eosinophil infiltrate and marked fibrosis associated with foreign material.other relevant history, including preexisting medical conditions:gravida 3/para 3 with history of endometriosis, pelvic pain and abnormal bleeding. Allergic to reglan and phenergan.-----------------this case has been reviewed based on new clinical findings and requires reassessment.

Manufacturer narrative:
Baxter medical assessment: this is one of three case reports from a peer-reviewed publication. Eosinophil-rich inflammatory response to floseal hemostatic matrix presenting as postoperative pelvic pain. American journal of obstetrics and gynecology (2008) suggesting that non-irrigation of floseal may induce a specific inflammatory response with subsequent adhesion formation. While the extent of irrigation and amounts of product use have not been documented, based on recent peer-reviewed publications and similar adverse event reports it appears biologically plausible that in the absence of meticulous excess product irrigation floseal may potentially contribute to adhesion formation.although a detailed investigation and follow up of the relevant product application details in this case is not feasible, in a very conservative post marketing surveillance approach we categorize this report as possibly related to the application of floseal.this will be kept on file for trending purposes.